Manufacturer narrative:
Evaluation summary: the valve as received is oval like in shape. Commissure 1 appears to be pushed in towards the center of the valve as evident in the x-ray. Leaflet 1 is dropped relative to the other leaflets by approximately 2mm, and spiral like coaptation is noted. The current appearance to the leaflets is due to stent distortion, most likely due to implant or explant. Non through tear like, not through the entire thickness of tissue, is noted in leaflet 2 at commissure 2; the disruption is most likely due to mechanical damage. The sewing fabric is cut at commissure 3. The cut which measures to approximately 2.5cm exposed the sewing ring and the wireform. A cut is detected in the sewing ring at leaflet 1. The valve is not suitable for functional testing, due to the current condition. Method: x-ray.

Manufacturer narrative:
(B)(4) incomplete coaptation. Device evaluation anticipated, but not yet begun. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Event description:
It was reported by a (B)(4) sales representative that the device was explanted after an implant duration of zero days due to the leaflets were distorted, not lining up, and not opening and closing properly. The surgeon is returning the device for evaluation. Received device and operative report on (B)(6)2010, operative report dated (B)(6)2010, indicates device was explanted due to patient had heavily calcified aorta and aortic valve with some extension onto the mitral valve, heavy calcification within the wall, and a very fixed annulus.